Manufacturer narrative:
Batch record review of lot b116 was conducted. There was one non-conformance associated with this lot. (B)(4). It was for incorrect date and time of the smart card programmer. Lot met release requirements. Complaint lot review conducted and one add'l complaint for pressure dome leak was reported to date for this lot. No trends were detected. Service order (B)(4) completed: (B)(4) 2013: field engineer performed general check of instrument. Cleaned instrument from blood spill and ran check test. No problems found. Instrument is operational per specification. Paperwork given to customer. The smart card was received for analysis, but the kit was not returned. Review of the smart card did not provide a definitive root cause for the complaint. The analysis is inconclusive. A more thorough analysis could have been conducted if the kit had been returned. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a pressure dome leak during a treatment procedure. Name and function of complainant: same as reporter. Customer reported that at the beginning of the buffy coat extraction phase (1158 ml of whole blood volume) blood was coming out from the centrifuge pressure dome. Customer reports there was not enough collect flow. Return speed at the beginning the extraction was at 30 ml/min and 35 ml/min for the return. When the issues of the extraction line started to occur, they reduced and increased many times both speeds in a range from 30 to 10 ml/min for the extraction line and from 35 to 10 for the return line. Blood leak occurred exactly at the beginning of the buffy coat extraction phase. Customer stopped the treatment and returned the blood in the return bag to the patient. Customer will return product for investigation.